Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the array. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed fatigue breaks at some electrodes and cracked parylene coating at some electrodes and near an electrode contact pad. The reported complaint of pain while increasing processor volume and overly loud sounds could not be verified during the analysis of this device. However, broken electrode wires and cracked parylene coating was observed during the x-ray and scanning electron microscopy analysis. These are not believed to be related to the return reason. This is the final report.

Event description:
The recipient is reportedly experiencing pain, overly loud sounds, and non-auditory sensations with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and non-auditory sensations with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.